Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer unlocked pump screen and observed an unintended bolus for 8 grams of carbs displayed on the bolus confirmation screen. Reportedly, the customer did not program the bolus. At the time of the occurrence, the customer's blood glucose (bg) level was approximately 108 mg/dl. Customer cancelled the bolus and verified that no insulin was delivered during this event. Tandem technical support educated the customer on bolus features of the pump and advised that the bolus screen is only accessible following a series of specific touchscreen interactions. However, the customer did not acknowledge the possibility that the bolus was manually entered by accident. Recommendation was made by tandem technical support to upload the pump data for a review of the logs to be performed but customer declined to upload. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.